Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed; the malfunction was unable to be reproduced. Based on the results of the investigation, the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the error message e333 (touch screen failure) occurred on the visera elite ii video system center.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported error message e333 occurred on the video processor. There were no reports of a delay or patient harm.